Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v086629, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient was experiencing shocking. The patient noted in the past she sometimes gets confused about setting the patient programmer and has occasionally gotten shocks when she is using it. The patient reported no current issue and that previous issues had occurred when adjusting stim level with the patient programmer. Event date: event 1: confused about patient programmer use - (B)(6) 2008 event 2: shocks when adjusting stim - (B)(6) 2008. Indications for use were noted as: urinary dysfunction/sacral nerve stim.